Event description:
Per the clinic, the patient receiver-stimulator was exposed due to a breakdown of the skin-flap from the sound processor used. Subsequently, the patient developed an infection which was treated with oral antibiotics, however, the issue did not resolve. There are plans to explant the device, however, this has not occurred as of the date of this report.

Event description:
Per the clinic, the patient also experienced skin necrosis and skin breakdown. The device was subsequently explanted on (B)(6) 2026 and reimplantation is planned but had not taken place at the time of this report.